Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Several error 51 were found during device log review which confirms the reported event. The reported device was not sent back for investigation and despite several attempt to obtain further information, no other evidences were provided. Therefore the root cause of this event cannot be identified. Although it might not be directly linked to it, an event was created in (B)(6) 2020 for agilia vp device triggering error 51 in production. This complaint is valid as the technical error was found in the device log. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. The trend is normal and reported risk is lower than estimated risk.

Event description:
Error 51 (speaker issue).